Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On the day of the event, the cgm was reading low and the blood glucose reading was 175 mg/dl. The patient presented to the emergency room for treatment of large amounts of ketones in urine during pregnancy. The patient was reportedly treated with insulin and IV hydration and reportedly had symptoms of nausea. The length of stay in the ER was not provided; however, it was reported that there were no noted lasting effects as a result of the episode. At the time of the report, the patient felt fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.